Event description:
It was reported a patient had a breach in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis manifested by abdominal pain. The patient was hospitalized for the event. The patient was treated with flagyl (route, dosage, and frequency unknown) for four days, levaquin (route, dosage, and frequency unknown) for four days, and cefepime (route, dosage, and frequency unknown) after the end of treatment with the other two drugs. It is not known how long the patient was treated with cefepime. The patient was discharged from the hospital after 14 days and the patient has recovered from the event. The patient was retrained on aseptic technique. Pd therapy is ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.